Event description:
During product evaluation, a colleague infusion pump pump was discovered with bent prongs on the power cord. This condition has potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved an unremediated colleague infusion pump with user interface module master software version 5.03.00. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be the bent j prongs on the ac power cord. Repair is in progress to correct the reported condition. If any additional information is received, a follow-up will be sent.